Manufacturer narrative:
The hill-rom technician found the siderail would not latch due the latch pin being worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the latch pin, the spring, and e-clips to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the left intermediate siderail would not latch. The bed was located at the account. There was no pt/user injury reported. (B)(4).